Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified in the pump logs; however, no failure was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump declared multiple temperature alarm, that would not clear. The customer reported that the pump was shipped in a cold truck, and believed temperature may have gone below the recommended temperature range for the pump. The customer's blood glucose level was 319 mg/dl. Reportedly, the customer had an alternate pump, and manual injections as alternate insulin therapy.